Event description:
It was reported that an instrument fractured during use. The tip of the instrument remains implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned instrument confirmed the reported event. The pentalobe tip on the driver was broken off. The DHR was reviewed and there were no dimensional, functional or material anomalies found in the documentation that would be related to the reported event. The probable underlying root cause for the driver damage is excessive torque and deflection forces with the deflection forces causing most of the damage as evidenced by the angled breakage. Without further information, no exact conclusion could be made.